Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box history showed multiple power loss events on (B)(6) 2011. During investigation the pump was exercised for 24 hours without interruptions. Corrosion was observed inside the battery compartment. A leak test was performed and no leaks were found. The pump was opened and no moisture damage was found inside the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the pump rebooted twice after battery changes while attempting the rewind, load, and prime sequence. She stated that the patient had been swimming over the summer. The family member reported that there was rust and a green substance on the battery cap and in the battery compartment. This complaint is being reported due to the allegation that the pump rebooted without user intervention.